Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block e1 (initial reporter facility name): (B)(6). Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Section e has been updated based on the additional information received on april 7, 2025. Block h11: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly. The yoke was still attached to the control wire, indicating that the clip deployed prematurely. Microscope inspection showed clear signs of early deployment. No other problems with the device were noted. The reported event of clip unable to deploy cannot be confirmed. Upon analysis, the clip assembly is essential for the investigation because the reported issue is directly related to it. To understand what happened during the procedure, this part must be examined. While the exact cause is unclear, the failure likely resulted from how the device was used - such as trying to open the clip after activation, the physician's technique, the angle or position of the scope, or the capsule hitting a surface and detaching; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the wound was clipped with a large titanium clip to prevent bleeding. However, after clipping, the wound could not be deployed normally, and repeated attempts to push and pull the handle were unsuccessful. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block e1 (initial reporter facility name): (B)(6). Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Section e has been updated based on the additional information received on april 7, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the wound was clipped with a large titanium clip to prevent bleeding. However, after clipping, the wound could not be deployed normally, and repeated attempts to push and pull the handle were unsuccessful. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the wound was clipped with a large titanium clip to prevent bleeding. However, after clipping, the wound could not be deployed normally, and repeated attempts to push and pull the handle were unsuccessful. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block e1 (initial reporter facility name): (B)(6). Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.